Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level, which was within the reported range of 54-500 mg/dl. Technical support instructed the customer on potential troubleshooting steps, but the pump did not respond. Consequently, the decision was made by cts to replace the pump. The customer did not disclose an alternate method of insulin therapy.

Event description:
It was reported that the pump display was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, which was within the reported range of 54-500 mg/dl. Technical support instructed the customer on potential troubleshooting steps, but the pump did not respond. Consequently, the decision was made by cts to replace the pump. The customer did not disclose an alternate method of insulin therapy.